Event description:
The user facility biomed reported that while in use on a patient (neonate), the device had a flow restriction and the vte (exhaled tidal volume) reading was fluctuating. The patient (neonate) was placed on another device and there was no harm to the patient (neonate).

Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and the status of the patient. As of may 29, 2015, there has been no additional information provided by the user facility. (B)(4). A carefusion field service representative visited the user facility and was told by biomed that they had already replaced the o-rings in the external flow sensor receptacle on the device which resolved the issue but that they still wanted the field service representative to check-out the device. The carefusion field service representative checked the device's error log (no errors found), ran the device though the operational verification procedure (ovp) and the device passed all tests. The carefusion field service representative was unable to reproduce/verify the reported event.

Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/12/2015. Corrected data: life threatening and required intervention to prevent permanent impairment/damage were added because the ventilator required change out.